Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5, e3, and h8. The information included in b5, e3, and h8 was inadvertently omitted from the initial medwatch report. Please see updates to b5, e3, h6, h8, and h10. The customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error occurred due to due to stress of repeated use, external factors or handling of the device. Additionally, the image sensor unit was damaged or a part mounted (integrated circuit chips and/or capacitors) on the electrical circuit board was broken. A definitive root cause of this event was unable to be identified. The following is included in the instructions for use: chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.

Event description:
The b30 error occurred during inspection for use of a therapeutic laparoscopic surgery. The procedure was completed using a similar device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had a b30 unsupported scope error. There were no reports of patient harm.